Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the insulin pump. Customer reported that the insulin pump alarmed battery out limit, displayable history check failed on startup, and failed battery test. Customer's blood glucose reading at the time of the incident was 38 mg/dl. The insulin pump did not alarm failed battery test after troubleshooting. The batteries were out of the insulin pump greater than duration allowed by the insulin pump. Product is not expected to return.